Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead is suspected to be losing capture. Thresholds were fine, patient was pacer dependent. Automatic capture was on, patient had a run of ventricular tachycardia that was all sensed so there were some premature ventricular tachycardia. This lead is still in active use. The implanting physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).